Manufacturer narrative:
Date of event: the exact event date is unknown. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient experienced recurring incontinence. Therefore, his artificial urinary sphincter (aus) was removed and replaced due to unspecified device performance issues. Upon explant observation, air was observed in the system. The patient was discharged following the procedure.